Event description:
It was reported that the patient was referred for a battery change for (B)(6) 2015. On (B)(6) 2015 it was reported that low impedance was seen in the operating room. Pre-op diagnostics were unable to be performed because the patient¿s old generator was unable to be interrogated due to end of service. Follow-up showed that generator diagnostics were run and showed 4003 ohms but when system diagnostics were ran there was still low impedance. Only the generator was explanted and replaced that day and the lead will be revised at a date in the future. The explanted generator was discarded after surgery and will not be returned for analysis.

Manufacturer narrative:
Corrected data: the previous MFR. Report indicated that only the lead was replaced; however, this was reported incorrectly. Both the generator and lead were replaced.

Event description:
Both the generator and lead were explanted during the surgery. It was reported that both the generator and lead were discarded during the surgery; therefore no product analysis can be performed.

Event description:
It was reported that the patient was scheduled for lead replacement surgery. The lead was replaced on (B)(6) 2015. Device diagnostics with the new lead and existing generator was within normal limits. The explanted lead has not been received for analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was seen by the physician and the generator was programmed on. The patient's mother reported that the device was working fine. It was later reported that the patient was seen again and low impedance was seen. No additional relevant information has been received to date.